Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the physician was placing the catheter femorally. Upon removal of the spring wire guide (swg) through the distal port, the swg was uncoiled and caused them to abort the procedure. It is unk how long the delay in treatment was, no pt death, and no complications reported. Additional info received on (B)(6) 2010 from the hospital stated they made a few attempts to insert a central venous catheter (cvc), first in the subclavian and then in the internal jugular before going to the femoral site. The clinician does not know if resistance was felt during insertion, but when removing the swg it began to unravel. As a result, both the catheter and swg were removed as one and the procedure was aborted. There was no pt harm.